Event description:
A customer reported that unicel dxh 800 coulter cellular analysis system generated erroneously high wbc results for three (3) patients, all with instrument generated flags. The result for the patient #3 was reported out of the laboratory. Repeat testing on the same and on an alternate instrument produced lower wbc results. The results from the alternate instrument were considered correct and corrected reports were issued. The patient information and results are shown. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The samples were collected in 13 x 75 edta tubes and stored at room temperature. Controls were run before the reported incident and the instrument is currently performing within qc specifications. Previously run samples were rerun to confirm accurate back to the last acceptable control run. The field service engineer (fse) found wbc aperture 2 giving unmatched results. The fse replaced wbc bath assembly and performed latex gain and count compensation adjustments. The fse verified repair and validated system. The customer was advised to perform a cbc calibration. Root cause for the high wbc results can be attributed to the wbc bath assembly.